Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the reported failure of the appearance of colored lines and dots on the image was confirmed. Based on the results of the investigation, it is likely the broken video cable and the broken ¿r¿ unit caused the malfunction of the stripes and dots in the image to occur. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the image of the subject device had coloured lines or dots. The event occurred during sedation, with device inside patient, of a procedure named as lap'scopische fundoplicatie. There were no reports of patient harm.